Manufacturer narrative:
(Conclusion): the system unit was replaced and operational. (B)(4). The reported system unit was returned to the manufacturer for evaluation. During investigation, the cpu was removed from the system and internal components were visually inspected. A burned smell was present. Visual inspection revealed a burned area on the back plane near the power harness, consistent with a +12v to ground short. Further inspection finds the +12v fan power cable is shorted to ground at the tie point on the vga splitter standoff. The +12v power cable was pinched between the vh+ data cable ferrite and the metal vga splitter mounting bracket, shorting the +12v wire to chassis ground. The pinch was due to insufficient clearance between the ferrite and the mounting bracket when the system's rear cover is closed. The manufacturer will update the current process on routing of the fan wiring to eliminate potential future wire pinching. The complaint database was reviewed and there was no other complaints reported for this failure mode for this system. The manufacturing documentation for this was reviewed and the system met all quality and manufacturing released criteria. A supplemental report will be submitted when new information is obtained.

Event description:
The manufacturer's distributor reported that a burnt smell was observed when the system was powered on. The power cable was immediately disconnected and moved the system to another room. While in the new room, the system was powered up once again and smoke came out from the system. The manufacturer representative visited the company on (B)(6) 2011 and confirmed that the back plane board was burnt.